Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured in august of 2011 and was last repaired at zimmer (B)(6) on 11/21/2011. Evaluation of the device observed the unit passed the ten minute leak test with the main cuff and second cuff. It was also noted that the battery was over one year old. The customer did not return any hoses or cuffs for evaluation. The customer did not want to continue with the repair and the device was returned. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the ats 1200 tourniquet system would not maintain cuff pressure despite changing cuffs and hoses. No additional clinical information was received prior to this report.